Event description:
Resident rolled self to rt side. Was found with face between mattress and short (1/2) side rail. Rt upper arm had 3" pressure marks. Lt wrist limp. Possible lower brachial plexus injury.